Event description:
During a ptca/atherotomy treatment procedure, the quantum maverick otw 20/4.5 mm balloon ruptured at 16 atms on the initial inflation. The lesion being treated was extremely calcified. The quantum maverick otw balloon was being used to predilate the lesion for placement of an unspecified type of stent. The quantum maverick balloon was removed and replaced with an ultra2 monorail 15/4.0 mm cutting balloon which then ruptured at 7 atms. The procedure was successfully completed by removing the cutting balloon and placing the stent. No patient injuries or complications were reported . Patient status is reported as 'good'.